Manufacturer narrative:
Initial.

Event description:
It was reported that during ilet setup and supply change the pump displayed an unable to proceed alert, including during dry runs and after a restart, which prevented completion of fill tubing and infusion, consistent with a failure to infuse and associated with the circuit board component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with signal loss, aligned with a failure to infuse involving the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.